Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle floating in a small volume intermate. This was observed after compounding with ceftazidime. There was no patient information. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.